Event description:
The procedure was started with ultrasound-guided fine needle punctures. Amplatz guide wire is inserted. After dilation with a balloon catheter, ptc catheters are inserted. When the guide wire is to be removed from the right ptc drain, it is noted that the drain hose has come off (in what appears to be a manufacturing defect) at the height of the x-ray-tight marking. However, the strings to the string lock are still intact. Trying to remove the strings, and leave the remaining catheter in the intestine, but these are stuck and the catheter backs up nicely against the puncture hole. The catheter gets stuck,subcutaneously. I make a short incision in the skin and with mosquito debris down until the catheter is visualized after which it can be extracted.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations, anomalies, or nonconformances were found. A review of the specification and drawings for lower level part number k758308040-ns confirmed that product was manufactured according to specification and drawing requirements. A review of returned product from the customer was performed, visual inspection of the product established that the catheter was separated right above the radiopaque band and the complaint was confirmed. As corrective action, operators had awareness training performed on ro bonding (mp-212 section 5.3). This was complete on 04/13/2021. The likely cause of the disconnection of the radiopaque (ro) band for part number 755308040e is improper bonding of the ro band. This may be caused by inconsistent adjustment by operators when using the ro band bonding pirf platform to bond the hub and pigtail sections of the catheter to the ro band. An adjustment to the ro band platform right clamp backstop controls the movement of the catheter into the generator. If an improper adjustment is made, the catheter may be inserted either too far or not far enough into the generator, which may result in an improper bond. This is a follow-up report for medwatch 1625425-2021-00915. Our system was changed and the final follow-up could not be submitted until data was transferred to the new system.